Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, long asystole periods were observed. Abbott technical support (ts) reviewed the episodes and some of the asystole egms are due to undersensing. In addition, since the patient is asymptomatic, a loss of tissue contact was suspected. Ts recommended reprogramming; however, the healthcare professional opted not to reprogram. The patient was stable.